Manufacturer narrative:
The hill-rom tech replaced the right handle to resolve the issue.

Event description:
Info received indicates that the intellidrive (transport system) would move in reverse when attempting to move forward.